Event description:
It was reported that the patient's right atrial (ra) lead had a lead safety switch due to low pacing impedance measurements out-of-range (oor) of less than 200 ohms. Reportedly, this issue has happened before, and after resets, the issue appears again. Additional information was received from the sales representative indicating that isometrics and serial impedance testing was performed, no oor measurements could be obtained. The physician decided to reprogram this lead polarity and keep monitoring the patient. Both the patient's implantable pulse generator (pacemaker) and ra lead remains in service and no adverse patient effects were reported.